Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97715; product type: 0197-implantable neurostimulator; implant date (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported problems with charging their implant and clarified they would get no device found. Patient said they'd see "green" and sometimes they could charge and sometimes couldn't on both ins. Pss asked, pt said they used separate recharger (rtm)s, but confirmed they had switched up the controllers in the past couple weeks, which was the event date for this issue as well. Pt mentioned they were miserable and hurting. Pt had two controllers: a 97745 and a 97745fa (pss did not ask pt where they obtained the fa controller from). Pt thought the fa controller was paired to the right side ins and was currently trying to charge, but reported trying to recharge screen with middle number 88. Pt tried to connect without the rtm, but still saw no device found. However a couple minutes later, pt saw the batteries on the screen (controller half full, ins full). Pt checked the about section and read the ins this controller was paired to was the left side ins. Pt tried to unlock their other controller but got no device found on that as well. Pt plugged in rtm and placed over the right side ins, but still saw no device found. Pt pressed recharge, and reported middle number 89. After a couple minutes pt reported recharging with controller 100%, ins 60%. Pt checked the about section of this controller and described the ins paired to this controller as right side ins. Pt confirmed stimulation was on, however said they weren't feeling stim on their left side, but didn't know what their settings were programmed for. Pt tried to unlock the fa controller later, but again got no device found. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss educated patient on the importance of keeping controller separate.